Manufacturer narrative:
It was noted that the device is not available for evaluation because it remains implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Event description:
It was reported that the screw to secure rest mod cone sheared in half after surgeon fully torqued it, then proceeded to torque the screwdriver again.

Manufacturer narrative:
An event regarding crack/fracture involving a restoration modular bolt was reported. The event was not confirmed. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The root cause of this investigation could not be determined as insufficient information was received. Further information such as return of device, x-rays, operative reports, patient history are needed to fully investigate this event. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the screw to secure rest mod cone sheared in half after surgeon fully torqued it, then proceeded to torque the screwdriver again.